Event description:
Balloon was deflated to extubate pt. When balloon was fully deflated the rt did not hear air leaking out. When she tried to pull the tube out, she felt resistance on the tube. Pt began throwing up, so rt pulled on the tube and was able to remove it before the pt aspirated.